Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient required hospitalization and emergency medical treatment due to any blood glucose level, dka seizure or diabetic coma event on 20-jun-2024. High level of ketones was reason for hospitalization. Vomiting was symptoms reported during hospitalization. Patient was treated with manual injection. No further information available.